Event description:
The device was used during a lavh procedure. Reportedly, the staples did not form or hold properly and caused bleeding. The surgeon used cautery to stop the bleeding and another instrument to complete the procedure. The hosp has reported no pt injury occurred.